Manufacturer narrative:
Based on the claim against the product noting the vessel sealer extend (vse) instrument jaws would not open once connected to the system, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer instrument was analyzed and reported failure was confirmed. Failure analysis found the primary failure of imprecise motion. The instrument was placed and driven on an in-house system and exhibited imprecise motion. The grip tips would only open halfway. A review of the logs shows no errors. Additional observation not reported by site that was not related to the primary failure: the instrument was found to have a dislodged grip ring. This failure prevents the grip tips to open correctly. While on the in-house system, the instrument passed the grip force test. The grip force test result is 7.091 lbs. The complaint regarding grip failure was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported during a da vinci-assisted hiatal hernia-paraesophageal surgical procedure, the vessel sealer extend (vse) instrument jaws would not open once connected to the system. The vse was unable to be used out of package. The procedure was completed with no reported injury.

Manufacturer narrative:
The vessel sealer extend (vse) instrument has been transferred to engineering and evaluated by the advance failure analysis engineering (fae). The initial fa was confirmed. The instrument jaws would not open fully when the instrument was put on the system and controlled from the surgeon side console (ssc). The grip ring appeared lower than how it would look in a known good instrument. The grip ring set screw was loosened and re-tightened and the failure did not occur anymore.

Event description:
Refer to h10/h11 for follow-up information.